Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3352-5501 serial/batch number (B)(6) was received for evaluation. Visual evaluation under a magnifier revealed that the perimeter of the distal end was nicked. Additionally, the lens was cracked. Functional testing could not be performed due to the lack of testing equipment. However, due to the various signs of external damage, it can be deduced that the device did not function as required as stated in the complaint allegation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Dfu-0399-eo revision 1 offers suggestions on maintaining the integrity of the glass: clean/disinfect and sterilize the endoscope and endoscopic medical instruments prior to initial use, as well as after each subsequent use. If not cleaned properly contaminants on the irradiation surfaces of the illumination fibers figure 1 [5] can burn-in during use, which impacts image quality. Ensure that the proximal end of the endoscope figure 1 [4] is dry, to prevent the endoscope from fogging up during the examination/procedure. Ensure that no parts are missing or loose. Ensure that there are no residual cleaning agents or disinfectants on the endoscope and endoscopic medical instruments. Inspect the entire endoscope, particularly the sheath figure 1 [2], as well as endoscopic medical instruments for contaminants and damage of any type, such as dents, scratches, cracks, bending, and sharp edges. Inspect the distal end figure 1 [1], proximal end figure 1 [4] and irradiation surface of the illumination fibers figure 1 [5] for any contaminants and scratches. Make contaminants and scratches visible using light reflexes by holding the endoscope with the connection for the illumination fiber against the light and inspect whether the illumination fibers illuminate evenly at the distal end figure 1 [1]. Check image quality: the image should not be blurry, clouded, or dark. If deposits are detected when checking the image quality, they can be removed with the polishing paste.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that an ar-3352-5501 scope has a damaged tip (qty.3). This was discovered during an arthroscopic procedure with no patient harm.